Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(4) 2017 to assess the instrument test well images in question, which appeared as slight adherence. The immucor laboratory tested retention product on 20jul2017, which performed as expected.

Event description:
On (B)(6) 2017, a european (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument, when tested on (B)(6) 2017.